Event description:
The ethicon retrieval pouch used during the laparoscopy case broke during attempted removal from the port. Pieces of fragments fell out and surgeon had to remove the fragments from patient's cavity.